Event description:
The customer reported that a lipid infusion was set to infuse a vtbi of 59mls at a rate of 3ml/h; however, the bag emptied in approximately 4 hours. No pt harm or medical intervention was reported. No additional information provided.

Manufacturer narrative:
(B)(4). Four incident samples received for investigation, however it is unclear which incident they relate to. A follow up report will be submitted with failure investigation results once the evaluation is completed.